Event description:
Consumer complaint of about high blood results. Customer believes he is getting higher result from our meter. He has been getting result over 200 while fasting. Customer feels fine and does not require medical attention. Customer¿s expected results are 120-130mg/dl-fasting. Verified the strips expire 03/19/2017 and the strips have been in use for less than 4 months. The customer confirms the strips have been stored correctly. Customer ran a back to back blood test 236mg/dl and 270mg/dl. Reviewed the results in the meter memory: 270 mg/dl (B)(6) 2015 02:04:00 pm fasting: no, 270 mg/dl (B)(6) 2015 02:06:00 pm fasting: no, 265 mg/dl (B)(6) 2015 11:07:00 pm fasting: yes, 277 mg/dl (B)(6) 2015 09:47:00 pm fasting: no, 90mg/dl (B)(6) 2015 10:10:00 pm fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.